Event description:
It was reported that the customer experienced cartridge alarms on specific dates. There was no adverse impact to the customer¿s blood glucose level. Initially, technical support assisted the customer in loading a new cartridge correctly, which resolved the issue temporarily. However, the malfunction recurred, prompting technical support to send a replacement pump as the original pump was still under warranty. The customer was advised to return the faulty pump, move their settings to the new device, and ensure compatibility with replacement sensors, as the new pump's software would not support the current fsl2+ sensors. The customer acknowledged all instructions and understood the necessary steps for integrating the replacement pump into their insulin therapy.